Manufacturer narrative:
The product was not requested to return for laboratory investigation as the failure is already known to the manufacturer and has been thoroughly investigated under (B)(4). An investigation of oxygenators in question showed that the venous pressure sensor is probably corroded. A white crystalline substance has been found on the pins of the pressure sensor. The priming solution leads to an electrolysis when cardiohelp starts to work. The electrolysis starts instantly and causes a "short circuit" between the pins. The "short circuit" furthermore leads to implausible sensor pressure readings. It could be shown by a dried electrolyte plug that this state has obvious no impact on pressure sensor readings. It is obvious that the electrolyte (saline - priming solution) etches the pins of the plug. The most probable root cause is that the venous pressure sensor was exposed to fluid which leads to erroneous venous pressure readings. Mcp initiated a internal process ((B)(4)) in order to decide about further action steps. The nc is currently in the verification phase waiting for the finalized hhe (health hazard evaluation). Afterwards a decision about further action steps will be made. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation initiations will be completed at this time.

Event description:
According to the customer: "the hls set was connected to the patient. Afterwards, it was noticed that the pressure sensor does not display a value for the measurement of venous pressure. Disconnection and reconnection of the pressure plug has not led to any change. Later, a static positive value of 40 mmhg was displayed. There were no other abnormalities in the system or the cardiohelp used. The set was changed by the customer." (B)(4).